Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the failure was isolated to the response button ribbon cable. The ribbon cable was partially dislodged from connector j1005. The root cause for the partially dislodged ribbon cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll dist returned monitor sn (B)(4) and reported that the monitor response buttons were not working during a pt fitting.